Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was explanted due to frequent charging as the battery was not holding a charge. The patient is doing great post operatively. In accordance with facility policy the device was retained and will not be returned.